Manufacturer narrative:
(B)(4). The device was manufactured in september 2011. The device was not available for evaluation; therefore, a device analysis could not be performed. A review of the device and service history logs found nothing that would cause or contribute to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. During troubleshooting, the technical service representative (tsr) discovered that the initial drain alarm setting was set to 0ml. The ultrafiltration (uf) on cycle 1 totaled 2034ml. The patient's fill volume is 1900ml. The care giver (cg) planned on following up with a registered nurse (rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was reported to be unavailable for evaluation. A device history record/service history record review will be performed. Should additional relevant information become available, a supplemental report will be submitted.